Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose value was 150 mg/dl. Customer reported they had screen issues, customer performed self test, got yellowish tint on the screen, screen was not as clear. Customer stated the insulin pump was neither dropped nor bumped. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. Device passed self test. No unexpected partial display or missing segments noted. No physical damage noted during visual inspection.